Manufacturer narrative:
Patient information not available for reporting date of event: unknown. Report is for one (1) unknown plate. UDI: part number unknown, lot number unknown; UDI unavailable. Unknown when device was implanted. Unknown if device was explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on an unknown date due to delayed healing. Post-operatively that patient's implanted plate reportedly broke. The patient status is unknown. This complaint is to report the broken plate; the patient experiencing delayed healing and resulting revision surgery is reported under (B)(4). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).